Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) was confirmed. Upon investigation the charger/modem was resetting. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a battery charger/modem and reported that it was unable to charge a patient's battery packs.